Manufacturer narrative:
A lot number search was performed on the cartridge for similar complaints and there were eight similar complaints. A lot number search was performed on the foam tip plunger for similar complaints and there were two similar complaints.

Event description:
It was reported that the surgeon was using a eyconics lens with a microstaar injection system and the lens was torn or bent haptics. No pt injury reported. Further information has been requested but none forth coming. If more information is received, a supplemental manufacturer report will be sent.